Event description:
In 2005, a diabetes educator (de) contacted lifescan on behalf of the lay patient alleging that the patient's one touch ultra meter was reading in the incorrect unit of measurement. The medical affairs specialist (mas) sent a letter to the patient, as she could not be reached via phone. The de reported that the patient was not aware that the meter unit of measurement was set incorrectly, results obtained on the reported meter were unknown. The patient took insulin after use of the meter; the insulin type and dose were not provided; the patient's diabetes treatment regimen was not provided. The patient received food and/or beverage as treatment from a medical professional. No patient symptoms or blood glucose results associated with the time of concern were provided. The customer service agent (csa) confirmed that the meter was set to mmol/l instead of mg/dl and the meter was not new (out of box). The de reported that the meter was not previously set to the correct unit of measurement. The meter was replaced. The complaint is reported as an adverse event, as the patient's misinterpretation of meter readings might have contributed to her requiring treatment with food and/or beverage from a medical professional.